Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(6), ubd: 23-nov-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure it was reported via patient services that the patient's wife called to inform that approximately 2 years and 2 months after the index procedure, the endurant ii stent grafts were explanted due to an infection. The infection was reportedly identified after the patient developed a high fever. No cause was provided. No additional clinical "sequelae" were provided and the patient will be monitored.